Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). During functional testing, a bubble test showed leaks coming from both right angle port connectors of the cuff. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that during the surgery, this product leaked air from the connection of tube and cuff. There was a 0-15 minute delay to prep an alternate device. There was no harm to the patient. No adverse events were reported as a result of this malfunction.